Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: rust stains on the forceps elevator wire. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the rust was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had rust. The location of the rust was unknown. The event occurred during inspection for use. There were no reports of patient involvement.